Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to confirm prime/fill anomaly due to the compromised force sensor system alarm. Pump received with corroded battery tube and severely scratched display window noted. No moisture damage on electronics assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump squirted insulin out during manual priming. Blood glucose level at the time of the incident was 68 mg/dl. Customer stated that the piston continued to move forward after reservoir contact. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.